Event description:
It was reported that a malfunction occurred on the pump with a malfunction code labeled as malf 9. The issue caused the customer's blood glucose level to exceed 500 mg/dl, and the specific value was displayed as "high." To address the high blood glucose level, the customer administered a correction injection using a manual delivery method. There was no need for third-party assistance. Technical support provided information to reset the pump and assisted the customer in doing so. After resetting, the malfunction did not recur, and the customer was informed to continue using the pump and to call back if the issue happens again.